Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04848.

Event description:
It was reported that two instruments fractured. One fractured during a total hip arthroplasty procedure while impacting the liner the handle cracked on the impactor. No harm to patient. The other instrument was found fractured. Sales rep unsure of which instrument fractured during procedure. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Two straight universal handles [item# 00879001000] were returned to the product surveillance team for evaluation. One straight universal handle was returned with inserter main tube and one without. The item and lot is located on inserter main tube, threrefore only one lot can be verified, lot 63531518, and the other remained unknown. The instruments were received with the components separated and it is unknown which shaft assembly the main tube went with. Visual inspection of handle #1 identified the blue polymer plastic to be fractured into two pieces. Subsequently, a vertical crack could be seen from the handle's dowel pin perpendicular to the shaft, as well as around the circumference of the handle at the dowel pin location. The dowel pin was still inserted into the shaft, however it was not perpendicularly centered in the handle shaft. All pieces of polymer were still attached to the shaft and returned. The strike plate indicated the instrument had been impacted in previous usages. Visual inspection of handle #2 identified the blue polymer plastic to be fractured into three or more pieces. Two pieces were still attached to the shaft and at least one or more fractured pieces of polymer were not returned. The dowel pin was missing from the handle and was not returned. The strike plate indicated the instrument had been impacted in previous usages. Device history record (DHR) could not be reviewed, as product identification is not known. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.